Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted an embedded black particulate matter in the patient line tubing. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to pin build up breaking off during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object (black) was observed in the patient line of the homechoice cassette. This event was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.